Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose over 600 mg/dl and got treated with manual injection. The customer reported that the insulin pump shut down and was having blank display. The customer stated that the insulin pump went back on after changing the battery. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.